Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
New information was received. The patient has no particular complication but complained after the operation of "photic, luminous phenomenon".

Manufacturer narrative:
The root cause could not be identified by the investigation. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A patient reported permanent dry and irritated eyes four years post lasik. Patient also reported rainbow glare, loss of night vision, light sensitivity and intolerance to air conditioning and heat. The patient feels lasik business is quite scandalous as it induce permanent damage to the eyes by cutting corneal nerves and affecting corneal structure. There are two related reports for this patient. This report addresses the patient's left eye and another manufacturer report will be filed for the fellow eye.